Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) medical devices: item# 650-1055 cer biolox option hd 28mm 768460; item# 650-1066 cer opt type 1 tpr sleve 0mm lot# 638340; item# x21-182314 ha bimetric.x por nc lat 14mm lot# 067900; item# ep-200154 act artic e1 hip brg 28x48mm lot# 768460. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2018 - 08334, 0001825034 - 2018 - 08330, 0001825034 - 2018 - 08325, 0001825034 - 2018 - 08324.

Event description:
It was reported that patient continued to experience difficulty in ambulating post revision surgery. Due to gait instability, patient used a walker for ambulation and a scooter when leaving the home. Patient drags her left leg when she walks; attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. Operative note for revision was received. Operative note indicated the patient was revised due to metal hypersensitivity. Brown staining of the soft tissue was identified in the peritrochanteric space. The head was removed. The cup and stem were well-fixed. New head, active articulation bearing were implanted and the hip was reduced and found stable if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.